Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced an allergic reaction on (B)(6) 2014. The international distributor stated on behalf of the patient that their sensor was inserted on (B)(6) 2014, and subsequently removed on (B)(6) 2014. The distributor stated that the patient sought medical intervention from a dermatologist on (B)(6) 2014; however, the symptoms were abated. No further medical intervention was necessary.